Event description:
It was reported that smoke was coming out of the back of the unit during the case. Procedure was completed using a competitive device (bovie). No patient/user injury or other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection revealed some scratches on the exterior of the subject controller. There was a large dent noticed on the cover and oil residue on the interior where a capacitor blew. An inductor was missing off the board inside the returned device. There was no voltage output to a known good wand due to the failure of a capacitor and an inductor inside the subject controller. The complaint is verified and the root cause was determined to be the failure of an electrical component. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: (1) there could have been a power surge which could have caused the capacitor and inductor to explode. (2) dropping or mishandling of the subject controller. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.